Manufacturer narrative:
Findings: pump was received with unresponsive buttons due to keypad connector (j2)on lcd board unlocked. Unit had minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 101 mg/dl. The customer stated the up and down buttons are not working. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.